Manufacturer narrative:
(B)(4). The damage found was sustained during the surgical procedure. The lead was otherwise normal. The initial report for this event was submitted with an incorrect MFR report number. The initial report is being re-submitted with the correct MFR report number.

Event description:
It was reported that the asymptomatic patient presented in clinic after receiving a vibratory alert. The lead exhibited high pacing lead impedance and high capture threshold. The lead was extracted and replaced. The procedure was completed successfully without any adverse consequences to the patient.